Manufacturer narrative:
(B)(4). Age at the time of the event: the patient was reported to be in their (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the reported event. The patient received unspecified treatment for the peritonitis. The pd therapy was ongoing. The outcome of this event was not reported. Additional information was requested but is not available.